Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
Concomitant medical products: model: 3772, scs ipg, implant date is unknown; model: 1192, scs anchor, implant date is unknown. (B)(4).

Event description:
It was reported the patient ((B)(6)) has been experiencing overstimulation. An impedance check revealed high impedance on several contacts. X-rays were taken and a lead fracture was found near the anchor location. As a result, the patient will undergo surgical intervention on a later date.